Manufacturer narrative:
Result: missing motion interrupt pan.

Event description:
It was reported by svc report that the motion interrupt pan was missing. It is unknown if there was pt involvement. However, no adverse consequences were reported.